Event description:
A malfunction alarm was reported. There was no reported impact on the customer's blood glucose level. The customer was provided with a replacement pump, and the faulty device was to be returned to the distributor.